Event description:
It was reported that the patient had an edema around their buttocks. It was noted that for an intervention they temporarily discontinued stimulation on (B)(6) 2012. It was noted that on (B)(6) 2012, there was a surgical treatment taken with a hematoma ¿evaction¿ near the sacral neurostimulator. It was noted that the patient had fallen and there was a large hematoma with tenderness around the site of the sacral neurostimulator. It was noted that this was a new illness or injury. It was noted that the event was ongoing.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v471213, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient fell. Interventions included surgical treatment specifically evacuation of hematoma near sacral nerve stimulator (sns). The etiology was new illness, injury. The patient fell and had a large hematoma with tenderness around site and around sacral neurostimulator. Later, it was reported that no actions were taken as interventions and the signs and symptoms included: patient fell, reason unknown.